Event description:
It was reported to philips that the user cannot close the studies. The device was in clinical use at the time of event, and no adverse events or patient harm was reported in the complaint. Philips has started an investigation for this complaint.